Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7114507.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the lead had migrated. The patient underwent a lead revision procedure.